Manufacturer narrative:
The reported events of undersensing and non-capture were not confirmed. Analysis was normal. No anomalies were found.

Event description:
New information received stated that the atrial lead also exhibited failure to sense due to dislodgement. On (B)(6) 2020, the lead was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited loss of capture, undersensing, and dislodgement. It was suspected that the lead dislodgement may have occurred when the left ventricular lead was implanted. The patient remained in stable condition. No changes have been made.